Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with loss of capture (loc). The lead was confirmed to be dislodged. It was noted that the patient had no sufficient escape rhythm, and left ventricular pacing was present. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.